Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).

Event description:
The customer reported the device had a broken chassis. This is not a reportable event. The field service engineer discovered at the user facility that the power supply shows signs of overheating when the device was opened. It was also reported that the high voltage capacitor sitting on the power supply printed wiring assembly was generating excessive heat that was visible on both the capacitor itself and the plastic portion of the battery compartment which is facing the capacitor. The top portion of the capacitor exhibited a rounded shape and should be flat and the battery compartment plastic wall and isolator were noted to be partially burnt/melted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found overheating signs on the main chassis next to the power supply and broken main chassis. The probable causes were determined to be the power supply printed wiring assembly and the chassis. The main chassis and power supply will be replaced.

Event description:
The customer reported the device had a broken chassis. This is not a reportable event. The field service engineer discovered at the user facility that the power supply shows signs of overheating when the device was opened. It was also reported that the high voltage capacitor sitting on the power supply printed wiring assembly was generating excessive heat that was visible on both the capacitor itself and the plastic portion of the battery compartment which is facing the capacitor. The top portion of the capacitor exhibited a rounded shape and should be flat and the battery compartment plastic wall and isolator were noted to be partially burnt/melted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.